Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited increase pacing impedance measurements greater than 2,000 ohms. Approximately five months later, new information was received indicating a persisting issue with high pacing impedance measurements. It was also noted that the lead had dislodged from the tissue. The caller heard this second-hand and mentioned that the patient may possibly get a lead revision. Additional information indicates that this patient underwent a revision procedure and this product was explanted and replaced. The device was returned for reliability analysis.